Event description:
It was reported that the patient presented to the clinic after noticing stimulation from the device pocket and increased shortness of breath. Upon device interrogation, loss of capture on left ventricle (lv) lead was noted. X-ray was performed and confirmed lv lead dislodged and pulled all the way back to the pocket. On (B)(6) 2025, the physician elected to perform an lv lead revision. While implanting new lv lead, there were no electrical signals noted on the pacing system analyzer. A different lv lead was attempted but the guidewire went through the insulation. The lead wasn't used, and the physician elected to complete the procedure with a different lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were failure to capture, muscle stimulation and lead dislodgement. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Double-bend height was measured to be within specification.